Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in united kingdom: "overinfusion". According to the customer: "asked to deliver 9.23mls over 20mins, instead delivered whole syringe (10mls) over 18.5 mins and infused suggested only 8.86mls delivered".

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been investigated in our service department at b. Braun melsungen ag, melsungen, germany: 1. General information: complaint: (B)(4). 2. Information to the sample: 2.1 model: perfusor space. 2.2 article number: 8713030. 2.3 serial number/batch: (B)(6). 2.4 software version: n030005. 2.5 hours of operation: 4013 hours. 2.6 further information: n/a. 3. Investigation results: 3.1 history inspection: the device history files were read out and analyzed. No date of the incident was given from the customer. Therefore, the last history files of (B)(6) 2023 were investigated. At (B)(6) 2023 16:14 pm a bd plastipak 10 ml syringe was inserted. In the same minute the vtbi was set to 9,26 ml and the total time to 00:20 hh:mm. The infusion was started at 16:14:59 pm. At 16:24:28 the pre alarms syringe near empty and at 16:24:58 pm vtbi near empty were displayed (the customer set the pre alarms to 10 minutes via hibased). At 16:34:01 pm a pressure alarm was displayed. The reason for that alarm could not be clarified. Up to that time the device has delivered a volume of 8,65 ml (actual volume infused). Furthermore, no anomalies could be detected. 3.2 visual inspection: a visual inspection was performed. The cover caps on the screw pillars, and the production seal on the lower housing were intact. The device is in a clean state and no visible damaged parts are to locate. 3.3 functional inspection: a functional test was performed. The device passed the self-test. A bbraun ops 50 ml syringe was inserted, the pump identified the syringe, and it could be selected from the menu. It was possible to put the pump in operation. 3.4 individual inspection: bd plastipak 10 ml. A delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal flow rate of 5 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured and resulted in a value of +0,34%. Accuracy of set delivery rate should be ± 2 % according to iec/en 60601-2-24. 3.5 individual inspection: bbraun ops 50ml. A delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal flow rate of 5 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured and resulted in a value of +0,58%. Accuracy of set delivery rate should be ± 2 % according to iec/en 60601-2-24. 3.6 disassembling: to investigate the inside, the device was disassembled completely. The claw mechanic shows a broken part. That damage identifies an impact damage. Furthermore, no damage or soiling could be detected. That damage could not produce the complained malfunction. 4. Assessment: 4.1 the complaint could not be confirmed. Summing up all tests, the perfusor space operated within our specification. No product deviation. The complaint malfunction could not be reproduced ore detected inside the history files. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.